Manufacturer narrative:
B5 revised to include omitted information. D4 UDI and e4 was inadvertently omitted on the initial manufacturer device report. H6 revised to include omitted failure modes.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 83-year-old female patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was a purge system stopped alarm. It was noted that there was purge exiting the catheter prior to insertion. The impella catheter was inserted into the left ventricle (lv), then removed and flushed. The catheter was reinserted and the purge system stopped running, but the impella was functioning at p-9 without issues. Attempted to de-air without success and alarms continued. The purge cassette was switched to a new cassette, which resolved the issue. There was no noted interruption of flow or support for the patient. In addition, the patient had bilateral femoral/iliac artery stenosis. An angiogram showed no flow beyond the sheath. A retrograde distal bypass was placed and attached to the peel-away side arm for the procedure. At the end of the procedure, there were no pulses found in the right distal extremity. A second bypass was placed from the left femoral artery to the right dorsalis pedis artery to supply blood to the foot. The right foot was pale but warm and not mottled. The physician decided not to remove the peel-away despite poor flow. Two days after impella insertion, the device was successfully weaned due to limb ischemia, despite the bypass for distal perfusion. Clot was removed at the time of explant. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.4l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. Limb ischemia may also be influenced by patient-specific factors such as the patient's peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, and vascular access characteristics.

Manufacturer narrative:
Ischemia/thrombosis/patient - device interaction:the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported an 83-year-old female patient who experienced a purge cassette issue with a red alarm stating purge system stopped. Purge fluid was observed exiting the catheter prior to insertion. The impella cp was initially placed in the left ventricle, then removed, flushed, and reinserted; however, the purge system did not resume despite the pump running at p9. Alarm troubleshooting and purge de-airing per on-screen instructions were unsuccessful. The purge cassette was removed and replaced during the procedure, which resolved the issue with no further alarms. The original purge cassette was retained, and a replacement was requested.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections for initial report: b5-should have stated additionally that the patient had bilateral femoral/iliac artery stenosis and the impella placed in right groin. Femoral angiography showed no flow beyond sheath. Retrograde distal bypass was placed and attached to peel away side arm for procedure. At the end of the procedure, no pulses were found in right distal extremity. A second external bypass was placed from left femoral artery to right dorsalis pedis artery to supply blood to the foot. Right foot was pale but warm and not mottled. The cp device was removed for limb ischemia despite bypass for distal perfusion placed at time of insertion. A clot was removed at time of explant. The patient remained stable.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly. D1, d2a, d2b, d4 and g1 updated.